Manufacturer narrative:
The device was returned for analysis. The reported difficulty re-inserting the guide wire into the proglide device was not confirmed. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomyclosure of the right common femoral artery using a proglide device after a diagnostic catheterization procedure using a 5f sheath. Reportedly, the proglide device was deployed successfully; however, when a 0.035 non-abbott guide wire was attempted to be reinserted into the proglide device the guide wire did not fully advance. The proglide device and guide wire were removed from the anatomy, loosing access to the puncture site. The successfully deployed proglide suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Post procedure, outside the anatomy, the guide wire was pushed really hard and was able to be advanced. No additional information was provided.